Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6)2026. The area was prepared with alcohol before placing the sensor on the body. On approximately (B)(6) 2026, the patient experienced a skin reaction with burning, rash and redness under entire patch area. The reaction was treated with a prescription of oral zyrtec (otc) and unspecified IV medication. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.